Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2003, product type catheter.

Event description:
Additional information reported that a dye study occurred on (B)(6) 2013 and found that the catheter was completely blocked. The location of the issue was unknown. The volume discrepancies previously reported had occurred on the last 5-6 refills of the pump. The patient was experiencing an increase in pain. The patient's outcome was noted as an "ongoing serious injury." No surgical intervention or hospitalization had yet occurred.

Event description:
It was reported that the patient's pump was having volume discrepancies at the majority of her refills. On the day prior to report, the actual residual volume was 11cc, but the expected residual volume was 5.4cc. Initially, the issues would be "hit or miss", but they had occurred at the majority of times over the last several months prior to report. The healthcare provider didn't check the pump logs during the last appointment, but had looked at them in the past. The patient's pain had been under control until the last two meetings, when it was stated that the patient's "pain control was off." It was noted that the patient had not started anything different in regards to physical activity. The drugs used in this system were hydromorphone and clonidine.

Manufacturer narrative:
(B)(4).